Event description:
A report was received stating that a leak was found in the inflation system of the cuffed tracheostomy tube after 7 days of use. No incident related medical sequela was reported.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.